Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strip lot number was 76300714 with an expiration date of 31-aug-2025. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant high results on a coaguchek inrange system compared to the dade innovin laboratory method. On (B)(6) 2024 the result from the meter was 2.20 inr. The result from the laboratory within 3 hours was 1.64 inr. On (B)(6) 2024 the result from the meter was 2.20 inr. The result from the laboratory within 3 hours was 1.62 inr. On (B)(6) 2024 the result from the meter was 3.5 inr. The result from the laboratory within 3 hours was 2.37 inr. On (B)(6) 2024 the result from the meter was 2.8 inr. The result from the laboratory within 3 hours was 1.90 inr. On (B)(6) 2024 the result from the meter was 3.4 inr. The result from the laboratory within 3 hours was 2.38 inr. On (B)(6) 2024 the result from the meter was 4.4 inr. The result from the laboratory within 3 hours was 2.82 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.

Manufacturer narrative:
The investigation conclusion code was updated. The investigation did not identify a product problem.